Event description:
It was reported that the patient arrived at the hospital with a driveline power fault alarm. The event log confirmed the driveline power fault (b)on 22mar2026. A modular cable was exchanged. There were no further unusual events recorded in log files following the equipment exchange.

Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.